Manufacturer narrative:
Product complaint (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that original implant date unknown. This patient had her left hip replaced by a surgeon approximately 12 years ago. The patient was doing well until recently where she was experiencing some pain and discomfort in her hip. She went to office to see dr. (B)(6), xrays look unremarkable but her labs indicated she had elevated cocr levels. Dr. (B)(6) scheduled the patient for a thr as he suspected that trunnion and metal hip ball were producing metal debris. During the surgery the neutral pinnacle liner, metal femoral hip ball, and the 16x11 30 std neck srom stem were explanted. The srom sleeve and pinnacle acetabular cup were left in situ. The srom stem had damage or trunionosis on the neck as well as the inner taper of the metal femoral hip ball. A new srom stem, pinnacle liner, and ceramic femoral hip bal were implanted. I do not have the lot # information for the implants left in situ. I do not have the lot # for the 32mm metal hip ball that was explanted. Doi: 12 years ago dor: (B)(6) 2021 left hip.